Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon was difficult to remove/withdraw. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and severely tortuous lesion in the left anterior descending artery. The 10mm x 2.25mm wolverine coronary cutting balloon was inserted into a guide catheter but got caught midway and could not be removed. The balloon and guide catheter were removed together and the procedure was successfully completed with a different device without issue or patient injury.